Event description:
It was reported that one of the system controller's power cable was damaged and green fluid was detected around the damaged area. The patient's modular cable was also damaged on the outer layers. The system controller and modular cable were set to exchanged, however, as of (B)(6) 2025, no product has been exchanged.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage and fluid ingress on the power cable on the system controller (serial number: (B)(6)) was confirmed via customer submitted photo. The submitted photo showed the power cable with damage the outer jacket and evidence of fluid ingress. No alarms were reported due to the damage. The system controller was not returned for evaluation. The root cause of the damage was not able to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook,are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 10 of the patient handbook, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller and modular cable were later exchanged.